Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was 130 mg/dl. The customer stated that he did not experience low blood glucose readings. The customer stated that his sensor was beeping all night and it suspended. The customer stated that he experienced sensor glucose versus blood glucose differences. The customer's blood sensor glucose was 56 mg/dl. The customer was advised of the differences between sensor glucose versus blood glucose. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph.